Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted at the time of death; (B) (4). Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.10 months. On 06/18/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided. Per the operative report of (B) (6)2010: "as mentioned, there was another echocardiogram performed which revealed an areal of turbulence adjacent to the sewing ring of the valve which I could not tell was truly a perivalvular leak and this was only intermittently present and could not be identified on three dimensional study. It is my belief, at this time, that it may represent a very small perivalvular leak but given the severe destruction of this patient's annulus and its insignificant nature relative to his severe mitral regurgitation, I believe that going back on bypass to fix this at this time would end the patient's life. Complications none. Condition - patient is being taken to the ICU in critical condition."